Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that low pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. The patient was seen for followup and the rv impedance was observed to be lower than 200 ohms. In addition, there were 20 episodes with noise and oversensing detected on rv channel, two of which were with anti-tachycardia pacing (atp) therapy. An rv insulation issue was initially suspected. The physician decided to admit the patient with telemetry and turned off tachy mode. An x-ray was obtained and a hyperechoic area was noted near the proximal coil. Boston scientific technical services (ts) did review the x-ray and indicated that while some area close to the lead coil might have a different contrast, this would still not be conclusive for the lead issue. The pocket was reopened and it was indicated that the lead was correctly connected to the device with no evidence of insulation damage near the connections. This device remains implanted and the lead was surgically abandoned. Both will not be returned for analysis. No additional adverse patient effects were reported.